Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for the right ventricular automatic threshold (rvat) test being suspended. Technical services (ts) analyzed the presenting electrogram (egm) and found that the rvat suspension was due to intrinsic beats, but there was possible loss of capture (loc) at 4.5v as well as a drop in pacing lead impedance values from 800 to 400 ohms for this right ventricular (rv) lead. As troubleshooting, further testing in clinic and a chest x-ray were suggested. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this lead has not been received for full investigation.